Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The healthcare professional reported that during a procedure, the 1.00mm x 3.00cm galaxy g3 mini (glm910030 / l14468) was one of three coils used. It got stuck on the introducer and was replaced with another 1.00mm x 3.00cm galaxy g3 mini from the same lot, but the same issue occurred. Eventually, all three 1.00mm x 3.00cm galaxy g3 mini coils from the same lot (l14468) became stuck on the introducer and could not be used. A 1mm x 2cm galaxy g3 mini coil was used and it was implanted without any issue and the procedure was completed. There was no report of any patient adverse event or complication associated with the reported device issue. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The embolic coil was observed protruding from the introducer. No other damages nor anomalies were observed during the visual inspection. Microscopic inspection was performed. Under magnification, it was observed that the embolic coil is protruding from the introducer and is in stretched condition. A review of the manufacturing documentation associated with this lot (l14468) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint documented that during the procedure, the complaint coil was one of three from the same lot used. The coil became stuck on the introducer. The returned complaint device was visually inspected and the embolic coil was observed protruding from the introducer. Microscopic inspection revealed the coil in stretched condition in addition to being protruded from the introducer. Functional test could not be performed based on the observed condition of the returned device; however, the stretched embolic coil protruding from the introducer likely are related to the reported complaint issue that the coil was stuck in the introducer. Procedural factors may have been the contributing causes to the issue. The exact cause cannot be conclusively determined. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following recommendation: ¿ do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition. Coil stretching is known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as stretching from occurring. The coil stretched condition was not originally reported in the complaint. Stretching can occur during procedure handling where force may have been inadvertently applied. The exact cause of the observed stretched condition could not be conclusively determined; however, it is possible that when the coil was first impeded in the introducer, force was applied inadvertently to advance the coil through which resulted in it become stretched as observed on the returned device. Attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 3.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in stretched condition and protruding from the introducer as noted during the visual and microscopic inspections. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00459, 3008114965-2021-00460, and 3008114965-2021-00461. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a procedure, the 1.00mm x 3.00cm galaxy g3 mini (glm910030 / l14468) was one of three coils used. It got stuck on the introducer and was replaced with another 1.00mm x 3.00cm galaxy g3 mini from the same lot, but the same issue occurred. Eventually, all three 1.00mm x 3.00cm galaxy g3 mini coils from the same lot (l14468) became stuck on the introducer and could not be used. A 1mm x 2cm galaxy g3 mini coil was used and it was implanted without any issue and the procedure was completed. There was no report of any patient adverse event or complication associated with the reported device issue. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation. During the microscopic inspections of the returned device, the embolic coil was observed in stretched condition. Based on the product analysis on 14 september 2021, this event has been deemed MDR reportable as a ¿malfunction.¿